Event description:
The customer reported the c-arm lift won't go down. No pt or staff were injured, due to this issue.

Manufacturer narrative:
The ge svc rep replaced the power supply. The system operates as intended.